Manufacturer narrative:
Concomitant product(s): a 694965 lead, implanted: (B)(6) 2006; 507658 lead, 419378 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected far field r-wave (ffrw) oversensing as well as intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.